Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record review alleges that a new power port was implanted in a patient, via the left internal jugular vein for the treatment of malignant endometrial neoplasm. Initially, the malfunctioning right chest port was removed. The patient's right upper chest port was evaluated under fluoroscopic guidance, which confirmed no catheter fragmentation or dislodgment. A small incision was made over the right anterior chest wall to access the port. The port and catheter were successfully removed, and the new port was implanted. The investigation is confirmed for the reported insufficient information as no information was found about the reported malfunction in the provided report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on an unknown date, a patient underwent a port placement, for an unknown medical condition. Sometime after the port placement, the port had allegedly malfunctioned. Subsequently, the port was removed on (B)(6) 2023, and a new port was implanted on the same day. There was no reported patient injury.